Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection determined that the sleeve was fractured and still attached to the inserter. Few dings were observed on the shaft below the strike plate. Marks indicating previous use of the instrument was observed on the strike plate. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The blue sleeve at the tip of the inserter was found cracked during surgery. The implant thus could not be assembled correctly with the instrument. Attempts have been made and additional information on the reported event is unavailable.